Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 997 mg/dl. Customer went into a coma and was hospitalized due to high blood glucose levels. Customer believed the insulin pump malfunctioned which resulted in severe high blood glucose levels. Customer was passed out for 3 days and hospitalized for almost 2 weeks.